Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the device revealed the teflon pad was melted through at the tip and was starting to lift off of the jaw of the device. The damage to the pad is typically indicative of closing the jaw without tissue between the blade and pad. When the activated blade makes contact with the pad, the pad begins to melt. In this case, the teflon pad melted enough to cause it to separate from the arm at the distal tip. The device passed initial, button (x10), and pedal testing. To determine if the device was getting too hot, the device was activated with a max setting of 5 for a period of 30 minutes. The device was activated in 10 second intervals and the temperature was measured in 5 minute intervals. The maximum temperature recorded for the device was 38.4c. The device was used to cut a test medium using both the mix and max settings. The device was able to cut effectively and no burning of the test media occurred. The blade heats up when activated against tissue as a result of mechanical friction. Since the blade is metal, it does retain some heat after use. Sss instructions for use state: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." "The use of these instruments requires a thorough understanding of the techniques and principles of laser, electrosurgical, and ultrasonic procedures. Inappropriate use may result in shock and burn hazards to both patient and medical personnel or damage to the device or other medical instruments." "While not in use, the instrument's blade should be kept out of contact with the patient, drapes, or flammable materials in the case that accidental activation occurs." "During prolonged activation, the blade, the clamp arm, and the distal end of the shaft may become hot. At all times avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites." "Avoid inadvertent contact with all exposed blade surfaces and surrounding tissue as the entire exposed blade tip will cut/coagulate tissue when activated." "Avoid incidental and prolonged activation against solid surfaces (such as bone), which may result in blade heating and/or blade failure." "Use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including the power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure, the surgeon believed the ultrasonic scalpel was "running hotter than normal and not cutting as quickly as it should" which was believed to cause the device to burn a small hole in the patient's stomach. The hole was repaired and the patient was reported to be in satisfactory condition following the procedure.